Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed probe motion error problems when the probe was in aspirate position at the end of the cycle it leaked fluid. He replaced the probe control board ribbon cable. The fse also found dried diluent inside the probe wipe housing and cleaned the area. He reinstalled the probe wipe and found probe to move freely. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the probe came down on the left hand side and a leak was noticed from the act diff instrument. The customer reported a loud noise and a wrench icon on the screen. The volume of the leak was approximately 2 drops and was not contained within the instrument. No erroneous results were generated for this event